Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients/multiple methods/multiple manufacturers were noted in the article; however, a one to one c orrelation could not be made with unique product serial numbers. The overall baseline gender characteristics is male; the age of the patients was 64 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿clinical efficacy of ¿ice-fire¿ ablation for non-paroxysmal atrial fibrillation.¿ journal of interventional cardiac electrophysiology. Published online 19march2020. Https://doi.org/10.1007/s10840-020-00725-x. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a mapping catheter: during the procedure, there was one (1) patient had a subcutaneous hematoma, with no treatment/resolution indicated. The author did indicate that ¿no major procedure adverse events occurred.¿ of note, multiple patients, multiple methods, and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The status/location of the mapping catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.